Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the right superficial femoral artery (sfa). A 6 x 60 x 130 cm eluvia drug-eluting vascular stent system was selected for use. Angioplasty was performed prior to stent placement. Two eluvia 6 x 120 stents were placed successfully over a non-bsc guidewire. The guidewire had a slight kink. In an attempt to load the 6 x 6 x 130 eluvia stent over the guidewire past the kink location, the stent began to deploy over the wire prior to advancing through the sheath. The lock was never taken off of the thumbwheel. The thumbwheel nor the pull grip were used. The stent was still outside the patients body and never entered the patient. The stent delivery system was removed from the guidewire without incidence. The kinked wire was replaced with a new wire and the procedure was completed with a 6 x 40 eluvia stent. There were no patient complications.